Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 69.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for post-dilatation. However, upon crossing the lesion, the delivery shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for post-dilatation. However, upon crossing the lesion, the delivery shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.